Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The hypotube shaft was completely separated 83.5cm from the hub. The fracture faces were oval as if kinked prior to separation. The shaft was kinked 3cm from the guidewire exit notch. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm emerge¿ balloon catheter was selected and advanced through an unspecified guide catheter. While applying force, the proximal mid of the shaft separated. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 3.00mm x 12mm emerge¿ balloon catheter was selected and advanced through an unspecified guide catheter. While applying force, the proximal mid of the shaft separated. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.